Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2014-01187, 1627487-2014-01188. The patient reported, the system has shifted in her back and the ipg is protruding under the skin. It was further reported stimulation persistently increases with slight movement. The patient was advised to consult with her physician. Follow-up identified surgical intervention may be undertaken at a future date.